Event description:
The wife of a (B)(6) male pt contacted zoll logistics on (B)(6) 2013 to report that the pt passed away in the hospital on (B)(6) 2013 while wearing the device. She stated that the device was alarming at the time and that he received a treatment from the device. During investigation into the pt's treatment and death, it was determined by zoll medical affairs that the pt received one appropriate treatment, but the rhythm immediately after the shock was asystole.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and electrode belt sn (B)(4) were completed. Upon evaluation, both the monitor and electrode belt were fully functional and within specifications. Per the treatment analysis by zoll medical affairs, the pt received one appropriate full energy 150j shock during one episode of vf which originated from asystole. However, the post shock heart rhythm was asystole. The zoll medical affairs analysis concludes that the device properly detected and alarmed for asystole and bradycardia. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms. Post-shock asystole is a known potentially adverse outcome of defibrillation therapy. The device properly detected and treated the ventricular arrhythmia. Device manufacture date: belt: 03/2013.